Manufacturer narrative:
(B)(4). A guiding catheter was placed, followed by placement of a cross-it guide wire. Dilatation was performed at 20atm with a 2.0x20mm, a 3.0x20mm non-abbott bdc, and a 3.0x12mm nc trek bdc. A 2.5x15mm xience pro was deployed inside the deployed 3.0x28mm absorb with good angiography and oct results. There was no reported adverse patient sequela. There was no additional information provided. The 3.0x23mm and 3.0x18mm rx xience prime stents mentioned are being filed under separate manufacturer report numbers. Concomitant products: guide wire: balanced middle weight (bmw); guide catheter: xb 3.0 6-french. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effect of dissection is a known observed and potential patient effect as listed in the nc trek instructions for use (IFU). Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that on (B)(6) 2014, the patient presented with angina. The proximal left anterior descending (lad) artery was 90% stenosed and the mid lad was 80% stenosed. A guiding catheter was placed in the lad with strong resistance noted, followed by placement of a balanced middle weight (bmw) guide wire. The lad was pre-dilatated with a 3.0x12mm nc trek balloon dilatation catheter (bdc) at 12 atmospheres (atm), for 12 seconds, four times. Stenosis was reduced to 60%; however, a vessel dissection was noted. A 3.0x18mm xience prime was deployed in the mid lad at 12atm for 15 seconds, and a 3.0x28mm absorb was deployed in the proximal lad at 12atm for 55 seconds with good results under angiography. An 3.0x23mm xience prime was deployed at 12atm for 15 seconds overlapping the first stent and scaffold. The stent delivery system (sds) of the xience prime was used to post-dilatate the vessel at 14atm for 15 seconds, with good results. The procedure was completed with no reported adverse patient sequela and no reported clinically significant delay in the procedure. On (B)(6) 2014 while still hospitalized, the patient experienced a non-st-elevation myocardial infarction (nstemi). Angiography and optical coherence tomography (oct) revealed occlusion of the lad due to thrombosis in the deployed absorb and possibly in the two deployed xience prime stents. Reportedly, it is suspected that the absorb may have been under-expanded as a non-compliant (nc) bdc was not used for post-dilatation; however, the under-expansion could not be confirmed in (B)(6).